Event description:
A report was received that the patient underwent a pocket revision due to the ipg was too deep, causing difficulty charging. The patient is reportedly doing well following the procedure.